Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing leading to pacing inhibition. The noise was reproducible with arm movement, and the patient was symptomatic with the decrease in atrial pacing. Surgical intervention was taken to cap and replace the lead. The device remains in service. No additional adverse patient effects were reported.